Manufacturer narrative:
Initial.

Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) sensor experienced intermittent signal loss to the ilet and then reconnected while the caller was on the phone, at which time the blood glucose was unaffected. No adverse clinical symptoms reported. Outcomes included no alerts, no alarms, and no medical intervention. User support included remote troubleshooting and user education to maintain proximity between the ilet and the dexcom g7 sensor to support communication. Investigation of this case revealed a communication interruption between the sensor and the ilet that resolved with restored connection, consistent with signal loss to the ilet only. It was concluded, based on previously established findings for similar reports, that the cause was user-device proximity affecting wireless communication.